Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error, (details not provided). There was no patient involvement, patient injury, or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was an unspecified system error (se) that occurred on an unknown date, the problem could not be verified though the logs. However, there were ses noted like se 1026 (on (B)(4) 2014) and se 2084 (on (B)(4) 2014). The device underwent visual and functional testing. It was determined that the device had an issue with the membrane gasket which is indicated by the se 1026. The reported event was verified as a se 1026 and the membrane gasket was changed. The functional safety and electrical safety testing were completed without issues, along with simulated therapy. If additional relevant information is obtained, then a follow-up MDR will be submitted.